Event description:
It was reported, during a cholecystectomy, an e038 error occurred while using the high frequency electrosurgical unit (esg-400). Troubleshooting was performed but was not successful. The procedure was extended for one hour and was completed using another similar device. There was no reported patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d9) and to provide an update to fields (h3). The device was evaluated by olympus, and the reported event could not be replicated. Review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error message e038 occurs if a relay is set as connected by the system, but the corresponding feedback signals the relay as not connected. It is likely the reported event occurred due to the following mechanisms. 1. A relay has not switched due to an internal defect (permanent error). 2. A relay has not activated due to a lack of control voltage (permanent fault). 3. The working contacts of a relay are defective or "stuck" (temporary or permanent fault). 4. Contact problem at socket x1 on the relay board (temporary or permanent fault). 5. Contact problem at the socket on the motherboard (temporary or permanent fault). 6. Contact problem at the socket of the embedded pc on the motherboard (temporary or permanent fault). However, a specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.